Event description:
It was reported that an intraocular lens (iol) was implanted in a patient's right eye. After surgery (no specific date provided) the patient's vision was blurry and later on visual issues became more blurry then with glare and floaters becoming worse. The patient still goes to work but has to adjust things since she is not able to drive at night anymore. The patient was prescribed glasses which she did not mind but her issue is the not being able to drive at night. She feels terrible and is truly an unhappy camper. No other information was provided.

Manufacturer narrative:
Weight: unknown/ not provided. Asku. Date of event: unknown, not provided. Best estimate of date of event is between nov (B)(6) 2021 and (B)(6) 2022. If explanted, give date: not applicable, as lens remains implanted. Product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.